Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that upon interrogation of the pulse generator, an error message indicated an erroneous parameter. The patient would continue to be monitored.